Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the table top was stuck on the column during procedure and no movement was possible which resulted in transfer of already anesthetized patient to another operating room. As a result, the procedure was delayed by 20 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification due to malfunction of the pulse counter. The device was being used for patient treatment when the malfunction occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 health effect ¿ impact codes. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the table top was stuck on the column during procedure and no movement was possible which resulted in transfer of already anesthetized patient to another operating room. As a result, the procedure was delayed by 20 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely positioning issues resulting in a procedural delay due to unplanned transfer of the patient to another operating room during procedure, was to reoccur. Corrected b5 describe event or problem: getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the table top was stuck on the column during procedure and no movement was possible which resulted in transfer of already anesthetized patient to another operating room. As a result, the procedure was delayed by 20 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous h6 health effect ¿ impact codes: delay to treatment/ therapy///4604 corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the table top was stuck on the column during procedure and no movement was possible which resulted in transfer of already anesthetized patient to another operating room. As a result, the procedure was delayed by 20 minutes. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b: event site name: (B)(6). The unique identifier (UDI)# information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue with one of our columns - 115002a0 - alphamaquet operating table column. As it was stated, the table top was stuck on the column during procedure and no movement was possible which resulted in transfer of already anesthetized patient to another operating room. As a result, the procedure was delayed by 20 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely positioning issues resulting in a procedural delay due to unplanned transfer of the patient to another operating room during procedure, was to reoccur.